Event description:
It was reported there was a shocking or jolting sensation that occurred during a recharge session. The patient was lying on her bed while recharging last night, and then the patient felt a shock right over the stimulator site. The patient noticed the recharger cord was hot. The recharger was removed from the body and everything was unplugged. The wires on the desktop charger were exposed both near the desktop charger and at the end that plugs into the recharger. The desktop charger was replaced, and analysis of the desktop charger indicated the cord was frayed. It was also reported there had been a change in the recharge frequency over the last couple months. The patient used to recharge every 5 days and now needed to recharge every day. The patient was going to monitor the recharge frequency with the new desktop charger and potentially have the device checked. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Recharging the ins took a long time; 12hours to "fill". She received assistance from her doctor/company representative and felt she should see them again. It was noted that she thought her device was a great product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 39565-65 serial#(B)(4), implanted: 2010-01-04, desktop charger model 37761 serial# (B)(4), recharger model 37752 serial#(B)(4), programmer model 37743 serial# (B)(4).